Manufacturer narrative:
(B)(4). The device has been returned to the baxter product analysis lab (pal) for evaluation. Upon completion of the evaluation a follow up medwatch will be submitted. This product is 510k exempt.

Manufacturer narrative:
(B)(4). One patient was involved, (B)(4), who experienced two events which occurred on the same date at different times. This report refers to the first event. Additional information: the baxter engineers had spoken with the facility pharmacist (rph) on (B)(6) 2011 and determined, per the information currently available, the prescription included dextrose 15%, however, the worksheets indicated the total parenteral nutrition (tpn) was compounded with dextrose 10%, volume 58 ml to be infused over 24 hours at a rate of 2.4ml per hour. Three bags were compounded at 08:31 on (B)(6) 2011. Reportedly, the event occurred on (B)(6) 2011. One bag of tpn was infused resulting in the baby experiencing a hypoglycemic event. The device was returned and evaluated by the product analysis lab (pal). Evaluation could not confirm or duplicate the reported problem for the compounder incorrectly compounded a tpn order. The compounder is delivering as designed. The device passed all accuracy and other testing. The root cause is undetermined. A service history review revealed no events related to the reported condition.

Event description:
The facility pharmacy supervisor notified baxter regarding an inaccurate compounding of total parenteral nutrition (tpn) for a male neonate resulting in a hypoglycemic event (values not reported). According to the pharmacy supervisor, the tpn order included: trophamine, dextrose and sterile water and, I think we added calcium gluconate. The first product was compounded about 8:31 edt in the morning and sent up to the baby. Three bags of tpn were compounded for this patient. A new order was received late the morning of (B)(6) 2011 for a 15% dextrose solution. A partial bag of the tpn with 15% dextrose was infused. Status of the patient is currently unknown. A bag of 10% dextrose was infused directly to the baby resulting in the glucose level being restored. On (B)(6) 2011, the facility checked a sample from the automix and sent it for testing; results are unknown. The partially used bag of dextrose is available as a sample. A swap of the device has been arranged. The facility uses logix software.